Manufacturer narrative:
Product investigation is in progress.

Event description:
Tried to remove tampon for a long time... Unable [foreign body in reproductive tract] unable to remove tampon [complication of device removal]. Case narrative: consumer reported via email that she could not remove the tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tried to remove tampon for a long time. Unable [foreign body in reproductive tract] unable to remove tampon [complication of device removal]. Case narrative: consumer reported via email that she could not remove the tampon. No serious injury was reported.